Event description:
A malfunction on a pump was reported by the caller. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the caller was assisted with the reset. The malfunction code did not recur after the reset, and the caller was advised to continue using the pump and to contact technical support if any further issues arose.